Manufacturer narrative:
Product event summary: the pump was not returned for evaluation; the controller was returned. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via log file analysis which revealed 15 high watt alarms have been logged since (B)(6) 2017 likely due to the pump running on a single stator. 12 vad disconnect alarms have been logged on the controller since (B)(6) 2017 likely due to physical disconnection of the driveline from the controller. 2 vad stopped alarms have been logged on (B)(6) 2017. 16 electrical fault alarms have been logged since (B)(6) 2017. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Of note, it was reported that visual inspection of the driveline by the site did not show any damage or issues. The driveline cover was found to be placed backwards; the site switched the position of the driveline cover as requested by the clinical specialist and no further alarms occurred. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported alarms may be attributed to intermittent connection between the driveline and the controller as a result of the improper placement of the driveline cover. Additional products: 1420-controller / serial number: (B)(4) expiration date: 2018-03-30 UDI#: asku, available for eval: yes, return date: 2017-06-27 evaluated by MFR: yes, mfg date: 2017-03-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices for this complaints: (B)(4).

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2017 after having multiple electrical fault alarms as well as ventricular assist device (vad) stop alarms. The site was nervous to manipulate the driveline as any movement caused additional alarms. Visual inspection of the driveline did not show any damage or issues. Log files were sent and confirmed the alarms. An engineer stated the issue was not isolated to a single motor or pin and therefore a contamination issue was not suspected. The engineer asked that site to check proper connection and driveline cover position. However, the site did not want to manipulate the driveline any further until the patient was moved to the intensive care unit (ICU). Once the patient was in the ICU, the site went to inspect the driveline and noted that as soon as the bag was touched, the pump stopped. The site could not get it reconnected to the controller so a controller exchange was performed and the pump was restarted. It was unknown why they could not get it reconnected; the pins in the controller appeared normal. No further alarms were noted after the controller was exchanged. Following the exchange, the site sent a photo of the connection to the clinical specialist, and it was noted that the driveline cover was on backwards. The site switched the position of the driveline cover as requested by the clinical specialist and no further alarms occurred. The patient was stable throughout the event and was discharged home on (B)(6) 2017. The vad remains in use. No patient complications have been reported as a result of this event.